Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The biomed is reporting the v60 touchscreen will not power on. The customer is reporting the power management (pm) board was just replaced last week. The customer is reporting a burning smell coming form power management (pm) board. The customer contacted product support and the power management board was replaced last week as part of power management board fco. Product support advised the customer the likely failure is the pm board. The customer reported that the unit was not in use on a patient. The issue was found during setup for patient use. No delay in therapy and no medical intervention noted.

Manufacturer narrative:
The motor controller board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that the root cause was due to electrical stress to the board due to a component.

Manufacturer narrative:
G4: (B)(6) 2021. B4: (B)(6) 2021. The service engineer (se) inspected the device along with the customer biomedical engineer. It was found that after the power management board was replaced a smoking smell was coming from the unit and it would not power on. The se found that the motor controller board had a short. The se replaced power management board and the motor controller board. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H11:g5:k102985. H10: the customer reported that in the ventilator diagnostic report error codes indicating machine and proximal pressure sensors failed, watchdog test failed, 5 volt supply failed, 35 volt supply failed and over voltage protection (ovp) circuit failed. The power supply was replaced and the unit powered on, however the unit still alarms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.